Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019, a patient (pt) in (B)(6) called to report a foreign body sensation in the left eye (os) after an acuvue oasys brand contact lens tore during wear in (B)(6) 2019. The pt presented to an eye care provider (ecp) who diagnosed an ¿infection¿ in the os. The ecp prescribed an eye drop (name of the medication is unknown) q 2 hours for 24 hours, then qid for 4 days. The pt was instructed to also use the eye drops as needed for ¿burning sensation¿. The pt did not report burning sensation as a symptom. The pt reported the eye drop prescribed was an antibiotic. The pt reported a monthly contact lens replacement schedule. The os is currently fine. On (B)(6) 2019, a call was placed to the pts prescribing optometrist who advised the pt was not treated there for an infection. No additional information was provided. Multiple attempts have been made to obtain additional information, but nothing additional has been received. This os event is being reported as a worst-case event. The pts diagnosis and treatment were unable to be verified with the treating ecp. The os suspect lens was discarded. No evaluation can be conducted. A lot history review was performed and revealed the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00qxx0 was produced under normal conditions. If any further relevant information is received, a supplemental report will be submitted.